Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure? What were the indications for surgery? What is the product code of stapler used? Was any issue noted with device intraoperatively to include staple form? What color cartridge was used and the associated structure? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? What is the surgeon¿s experience with device? Please provide a timeline of events. How was the bleeding identified? What was done in the reoperation? Was a transfusion required? What is the current patient status?

Event description:
It was reported that bleeding from the entire stapler line. There were no issues were noted on the staple line except for the bleeding. The bleeding was controlled via hemoclips intra op. No noticeable blood loss was seen during surgery. The patient was re-operated due to bleeding and 1500ccs of blood was seen in patient. Patient was re-operated and bleeding was stopped with suture. Patient's stay in the hospital was extended.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2020 additional information was requested, and the following was obtained: what was the surgical procedure?// laparoscopic sleeve gastrectomy what were the indications for surgery?// obesity what is the product code of stapler used?// ecr60b ecr60g was any issue noted with device intraoperatively to include staple form?// no issue noted what color cartridge was used and the associated structure?// starting from the antrum part of the stomach, 2 ecr60g devices and 4 ecr60b devices were used. Does the surgeon routinely wait 15 seconds prior to firing?// he was waiting for 15 seconds but after the bleeding has started, he currently waits for 60 sec. Was buttressing material used? // no what is the surgeon¿s experience with device?// 180 procedures were done with the device by the surgeon please provide a timeline of events.// unk how was the bleeding identified?// with tomography what was done in the reoperation? // the abdomen was cleaned. Staple line was sutured and the bleeding was stopped. Was a transfusion required? // yes, 2 units. What is the current patient status? // the patient is doing okay.